Manufacturer narrative:
H3 other text : device evaluated at third party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at third-party service center, a "service required" code was discovered. The device's control board, oxygen blending module sub assembly, and machine flow sensor were replaced to address the issue. Additionally, not related to the malfunction the cooling fan was replaced.